Event description:
It was reported that the patient¿s stimulation had not worked since implant. The leads had migrated two days after implant. The patient stated that the neurostimulator ¿was useless¿ and was ¿causing pain.¿ the patient wanted the device explanted. It was noted that the patient had been trying to resolve the problem for over a year prior to this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), , product type: programmer, patient. Product ID: 3778-75, serial# (B)(4) (B)(4), implanted (B)(6), 2012, product type: lead, product ID: 3778-75, serial number (B)(4), implanted: (B)(6) 2012, product: type lead. (B)(4).